Event description:
Pump had not been plugged in appropriately and the battery depleted. IV pump began to stop during active infusion, sound a beep and give error message "power pump off..." Pump was stopped, followed error message instructions and restarted infusion. This occurred three times at which time a new pump was obtained.